Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the aus cuff was no longer locked through the tab. The device was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to the cuff of this artificial urinary sphincter (aus) was no longer locked through the tab. A surgical procedure was performed to removed and replaced all the components. There were no additional patient complications reported.